Event description:
After several successful angioplasties of the popliteal and femoral arteries, it was reported that the balloon separated from the catheter during removal through a 6fr. Arrow flex introducer sheath. The balloon remained in the introducer sheath and was removed from the pt without event.